Event description:
It was reported that a cardiac perforation occurred. Undersensing and the delivery of inappropriate antitachycardia pacing (atp) were observed on the right ventricular. The patient was stable and will continue to be monitored. Additional information was requested but was not available.